Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the ipg was explanted and replaced on feb 11, 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
Event date is unknown. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient has not charged the ipg since (B)(6) 2020 and the ipg is inoperable. As a result, surgical intervention may occur to address the issue.